Manufacturer narrative:
Device evaluation has been completed. The h11 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging skin irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), inflammatory response and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally during that product investigation laboratory confirmed the presence of degraded sound abatement foam. The error log showed 32 errors logged. During the investigation product investigation laboratory observed the control knob was missing. A cut-like scratch and other unknown damage was observed on the bottom of the bottom enclosure. A greyish dust-like contamination was observed on the interior side of the top enclosure, on the pca on the blower cap, and blower motor. Potential hair-like particles were observed on the interior side of the left panel, on the pca and in the bottom enclosure. Dust-like contamination was observed on the right-side panel, in the air inlet, on the pca, blower cap, inside the blower motor, on the sound abatement foam and in the bottom enclosure. Product investigation laboratory observed potential degraded sound abatement foam in the bottom enclosure. Product investigation laboratory confirmed the presence of degraded sound abatement foam. In box d: device avail. For eval? (Rfb), date returned (rfb) has been updated. In box g: date received by mfg (rfb) has been updated. In box h: device avail. For eval? (Rfb), device eval. By mfg?, (device) problem code. Grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging skin irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), inflammatory response and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.